Event description:
National center for patient safety issued safety alert al24-01 regarding fluid ingress and egress from inpatient and outpatient mattresses can lead to hospital-associated infections, patient tissue degradation, and/or patient death. We have not attributed any adverse events to our compromised mattresses but have been instructed to place FDA medwatch for all compromised mattresses. Hillrom centrella, 19 compromised due to the fire barrier not completely enclosing the mattress. Reference reports: mw5161475, mw5161476.